Event description:
It was reported that during a ptca/stent procedure, the stent delivery system (sds) was positioned in a predilated lesion. The sds did not inflate evenly at 6 to 8 atm, so the pressure was increased and contrast was observed to be leaking from the device tip. The balloon would not completely deflate, and the sds was slowly removed with some resistance. The partially deployed stent was then fully postdilated. No pt injury was reported.